Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
It was reported that a perforation occurred. It was reported via social media that "the patient had the watchman procedure and during the procedure a perforation of the appendage occurred."